Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, deflation difficulties were encountered. The 90% stenosed lesion was located in a moderately tortuous, non calcified left cephalic vein. The lesion was dilated with the symmetry 6.0-4/4t/40 balloon catheter at fifteen atmospheres for sixty seconds. The physician attempted to deflate the balloon; however, the balloon would not deflate. The physician changed the inflation device to another, but was still unable to deflate the balloon. The physician diluted the 50% concentration of the contrast medium inside of the balloon catheter by adding and reducing normal saline with a 10cc syringe. Eventually, the balloon was able to be deflated. The balloon was noted to be completely deflated when the device was removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is good. After the procedure, the physician inflated and deflated the balloon with the syringe outside the patient. The deflation time was "much longer than usual." The physician repeated this attempt and the deflation time was quicker, however, the time was "longer than usual." This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, deflation difficulties were encountered. The 90% stenosed lesion was located in a moderately tortuous, non calcified left cephalic vein. The lesion was dilated with the symmetry 6.0-4/4t/40 balloon catheter at fifteen atmospheres for sixty seconds. The physician attempted to deflate the balloon; however, the balloon would not deflate. The physician changed the inflation device to another, but was still unable to deflate the balloon. The physician diluted the 50% concentration of the contrast medium inside of the balloon catheter by adding and reducing normal saline with a 10cc syringe. Eventually the balloon was able to be deflated. The balloon was noted to be completely deflated when the device was removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is good. After the procedure the physician inflated and deflated the balloon with the syringe outside the patient. The deflation time was ''much longer than usual.'' The physician repeated this attempt and the deflation time was quicker, however, the time was ''longer than usual.'' This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device found that the balloon showed evidence of being inflated, however, the balloon was fully deflated when returned. There was a kink in the shaft 25mm distal to the bifurcation. The device was attached to an encore inflation unit and an attempt was made to inflate the device however while inflating during analysis the balloon ruptured at approximately 12 atmospheres (atms). A microscopic examination of the balloon material observed a longitudinal tear for a length of 10mm, 4mm from proximal markerbands. A negative pressure was applied to the device and water was withdrawn from balloon without issue however the deflation time could not be captured due to the leak in the balloon. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).